Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2016. The revision surgery occurred because of dislocation. During the revision, all original omni acetabular shell, insert, and femoral head were removed and replaced with new components. The original 54mm shell was replaced with a 60mm shell, the original 36mm x -4mm femoral head was replaced with a 36mm x +8mm head, and the original 36mm 0 degree hood insert was replaced with a 36mm 10 degree hooded implant. In addition to the revised components, 2 cancellous bone screws were implanted. The original femoral stem was left unrevised.